Manufacturer narrative:
(B)(4). Evaluation summary: as the actual sample was not available; therefore, an evaluation could not be performed on the actual device. However, two retention samples were available for evaluation. Visual inspection and functional testing were performed on each device. The devices met specification with regards to the customer reported problem. The customer reported problem was not confirmed or duplicated during evaluation. No cause was identified, as no evidence of product malfunction was observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a mediset cam's spike and housing separated. This event was discovered before use. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.